Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei upon confirmatory testing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary mgit 960 supplement kit batch 3306611 is composed of mgit panta batch 3306595 and mgit 960 growth supplement batch 3306598. The batch history record review for mgit 960 supplement kit batch 3306611 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. The batch history record reviews for mgit panta batch 3306595 and mgit 960 growth supplement batch 3306598 were satisfactory and no quality notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken on either batch. Retentions for mgit 960 supplement kit batch 3300661 components were available for investigation. There was no observed contamination in either panta batch 3306595 or supplement batch 3306598. Two vials of supplement were used to reconstitute panta, one vial was then incubated for 7 days at 20-25c and one vial at 33-37c. At the end of the incubation period, there was no contamination observed in either the reconstituted panta or the remaining supplement. There were no photos or returns available to assist with this investigation. This complaint cannot be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient samples were found to be contaminated with brevibacterium casei upon confirmatory testing. There was no health impact or consequences reported.